Event description:
It was further reported that the patient required implant of a right ventricular assist device (rvad). In addition, the patient required inhaled nitric oxide for greater than one week after implant.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. The description of the event was corrected to include additional event details; b5 updated. Newly received information provided lab values; b6 updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b7, h6 a supplemental report is being submitted for corrections and additional information. B7 relevant history corrected from atrial fibrillation (af), coronary artery bypass graft, carotid artery disease, percutaneous microaxial pump, ischemic heart failure, hyperlipidemia, hypertension, left ventricular (lv) reduction, myocardial infarction, sternotomy, diabetes mellitus type two to atrial fibrillation, coronary artery bypass graft, carotid artery disease, percutaneous microaxial ventricular assist device, ischemic cardiomyopathy, hyperlipidemia, hypertension, left ventricular reduction, myocardial infarction, sternotomy, type two diabetes mellitus. H6 patient codes corrected from c28554, c50577 to c28554, c50846. Newly received information indicated that prior to right vad implant, the patient experienced a short phase of stabilization followed by rapidly progressive circulatory deterioration. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that prior to right ventricular assist device implant, the patient experienced a short phase of stabilization followed by rapidly progressive circulatory deterioration.

Manufacturer narrative:
This information was received from the destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from right heart failure post implant. The patient soon after died. The cause of death was right heart failure.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that, two days post implant, the patient experienced right heart failure, which required the implant of a right ventricular assist device (rvad) and inhaled nitric oxide, and subsequently led to the patient's death. It was further reported that, prior to the rvad implant, the patient experienced a short phase of stabilization followed by rapidly progressive circulatory deterioration. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, right ventricular failure and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.